Manufacturer narrative:
Investigation was completed during the period. No product deficiency was identified. A review of the records related to the device model that included labeling, manuals, trending, and risk documentation reviews was performed. Device history record (DHR) could not be done as the serial number was not provided. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Investigation was not completed during the reporting period. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 2 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.